Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue could not be duplicated or confirmed. The device had no visual damage. During the evaluation, the rotor was replaced as a precaution due to rotation noise. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the enteral feeding pump was used with a disposable pump set for a home care patient, the feeding speed was quite faster than what was actually set. 400ml of milk was set to be fed to the patient at a feeding rate of 60ml/hr; however, the feeding completed in approximately five hours. There was no patient harm.